Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 5:50 on (B)(6) 2016. The patient manages his diabetes with insulin (no adjustments). He was unable or unwilling to say whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He claimed that an unknown time after the issue began, he developed symptoms of ¿shaking.¿ he was unable or unwilling to say whether he received any treatment for his symptom. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient confirmed that she noticed the battery indicator or message per labeling appear prior to meter not turning on. The meter powered on with a button press. The cca established that the patient was using the correct test strips; however, the meter did not turn on when a new test strip was inserted per owner's manual. The issue remained unresolved. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged power issue began.